Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the catheter valve had a suspected malfunction. It was noted that when slitting as usual, the his bundle lead did not "deflect". When the lead was stopped and checked, part of the valve could not be cut and remained connected resulting in the his bundle lead slipping off. Recovery was achieved and the lead was ultimately placed, but remains out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The shaft on the hub of the delivery catheter was spiral slit. The shaft of the delivery catheter was spiral slit. The peeling/slitting/splitting was not slit on the center of hub of the delivery catheter. There was an issue with the hub of the catheter. The septum of the catheter was damaged. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned without the lead and the dilator was separated from the shaft of the delivery catheter. The septum of the delivery catheter was intact with the hub with the valve pulled back through the septum orifice. Slitting occurred at the orifice of the septum. Slitting did not start on the centerline of the delivery catheter. Slitting had terminated and restarted at 5.5 cm on the hub of the delivery catheter. The shaft of the delivery cath eter was flattened at 8 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.